Manufacturer narrative:
The sample centrifugation time may have been shorter and the speed may have been higher than recommended by the tube manufacturer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 and total protein gen.2 on a cobas c 503 analytical unit. The sample initially resulted in the following values: glucose = 49.6 mg/dl total protein = 2.38 g/dl. The initial results were questioned because they were not consistent with the patient's condition. The sample was repeated on a second analyzer and the repeat values were: glucose = 105 mg/dl total protein = 7.12 g/dl. The repeat values were deemed correct.

Manufacturer narrative:
The total protein reagent lot number was 883217. The reagent expiration date was requested, but not provided. The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer found a clot attached to a sample probe. The probe was cleaned. The cell rinse water and wash levels were adjusted. A wash station was cleaned of buildup. The probe adjustments and probe rinse volumes were verified. Precision and accuracy testing was performed using control material and patient material. The analyzer was working within specifications. The investigation is ongoing.